Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The command 14 guide wire was used with a stealth orbital atherectomy device. During treatment the command guide wire was unintentionally pulled back through the oad despite the guidewire brake being locked. This resulted in some of the distal tip coating shearing off of the device and remaining in a collateral vessel and non-attempt was made to remove the material. The lesion was ballooned with non-abbott drug coated balloons and the distal runoff remained intact. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the command guide wire was unintentionally pulled back through the peripheral orbital atherectomy device despite the guidewire brake being locked thus resulting in the noted multiple device damages (separated distal core/polymer coating, stretched/unraveled/exposed distal tip, bent core, stretched/bent coils and polymer coating, stretched/twisted/peeled off polymer coating, scratched teflon coating) and ultimately resulted in the reported/noted peeling/delaminated polymer coating and the reported difficult to advance. As reported, no attempt was made to remove the peeled/delaminated material. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.